Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and bleeding from the eyes. Customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 298 mg/dl. Customer's blood glucose level was 312 mg/dl at that time. The customer did not provide details on symptoms related to the high blood glucose level episodes. Troubleshooting was declined for high blood glucose level. The device will not be returned for analysis.